Manufacturer narrative:
A customer from the united states alleged discrepant results for several patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was indicated. An investigation was conducted to evaluate the customer issue which did not identify any product issue. The discrepancy is likely due to a combination of samples near the limit of detection and differences in the technology and sensitivities of the platforms used to be able to detect true positives and low viral load samples. Background and baseline levels were disturbed after a leakage during run #3757. Despite the disturbance, both background and baseline levels remained within acceptable ranges. The instrument continues to function but was returned by request of the customer.. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for several patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was indicated. Per FDA guidance, 10 mdrs will be filed- one per discrepant result. All of the 10 samples initially generated a positive sars-cov-2 result on a liat analyzer sn (B)(4). Sample 1 through 7 were repeat tested using a different platform and were negative for all targets. Similarly sample 8, 9 & 10 were repeat tested on the same liat sn (B)(4) also yielded a negative result for all targets. The initial positive results were released but did not impact patient health. An investigation was conducted to evaluate the customer issue which did not identify any product issue. Some of the runs displayed amplification indicative of samples near or below the limit of detection. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. The remainder of the samples had strong amplification which indicates they are likely true positive results. The discrepancy is likely due to differences in technology and the sensitivity of the two platforms used. Also of note is that some samples indicate ic suppression which could be caused by the non-recommended sample collection kit with a volume of 1.6ml. The internal process control (ipc) is present to help identify the specimens containing substances that may interfere with nucleic acid isolation and pcr amplification. A lower vtm volume can concentrate any interfering substances present in the sample and have a negative impact on the assay performance.